Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 395 mg/dl and ketones that were identified as dangerous by a healthcare provider. Cause was unknown. Customer attempted to address their bg with a manual injection, drinking water and changing supplies, however was treated with intravenous fluids of saline and insulin at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.